Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information hat during a follow up it was noted right ventricular impedances were variable but not out of range. All other values were normal. A follow up was planned. This device remains implanted. No adverse patient effects were reported.